Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076-52 lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that about two months post implant the patient was experiencing pain at the implant site that continued despite medical treatment. The pocket was revised and the device was repositioned. The device remains in use. No further patient complications have been reported as a result of this event.